Manufacturer narrative:
(B)(4). External insulation abrasion breaching the outer insulation was found at 10.8 cm-11 cm from the connector pin consistent with friction to another device or structure. This is consistent with the observation from the field of interference when the lead was in contact with the device.

Event description:
It was reported that interferences were observed on the rv channel. The lead was explanted and replaced. No consequences for the patient were reported.